Event description:
The customer reported a malfunction found during pre-use checkout which may result in a delivery of a hypoxic gas mixture. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The chain on link-25 was replaced which corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).